Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted because the pump was difficult to pump. It was also noted the corpora was tight proximal. No other adverse patient effects were noted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted because the pump was difficult to pump. It was also noted the corpora was tight proximal. No other adverse patient effects were noted.

Manufacturer narrative:
Titan touch pump and detached inlet and exhaust tube were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either detached tube. The information received indicated difficult pump inflation and tight proximal corpora, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.